Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported an alarm going on in their stomach.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient receiving dilaudid (hydromorphone) with an unknown dose and concentration and clonidine with an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported the patient experienced narcotic withdrawal. There was no known factors that may have caused or contributed to the event. Interrogation of the pump showed the pump stalled/a motor stall occurred. Actions/interventions included they planned to replace the pump. It was noted that surgical intervention did not occur, but was planned but not yet scheduled. At this time, the pump remains implanted. The issue was not resolved at the time of report, and the patient's status at time of report was "alive-no injury." A pain fellow reported the event to the manufacturer representative. The patient's weight was unknown. Event date was (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) on 2017-aug-07 reported the pump was sent to the hospital pathology department and will be released to the rep once they have processed it. The pump was replaced on (B)(6)2017 and replaced with a new pump. The patient weight was unknown. The provided information has been confirmed with the healthcare professional (hcp)/account. No further complications were reported/anticipated.